Event description:
It was reported that the vns patient passed away. The last known treating physician indicated that the patient had not been seen for a year prior to the death and that only the death was reported and no details surrounding the death. The patient's online obituary indicated that the patient passed away after a 12 year long battle with cancer. The funeral home would not provide any relevant information regarding the disposition of the device. The state vital records will only release death certificates to immediate family members; therefore, the cause of death cannot be obtained. The relationship of the death to vns is unknown. No additional relevant information has been received to date.

Manufacturer narrative:
.